Event description:
Customer reported an incident with high pressure problems amd machine 'general system failure' error codes during treatment. Blood loss volume unknown.

Manufacturer narrative:
A gambro technician evaluated the machine but could not locatized the problem. Further investigation is being conducted by the manufacturer. No pt injury nor medical intervention was reported. The company is aware of this machine malfunction (general system failure) and is working on corrections. 510(k)# is k041005.